Event description:
Patient attended regularly scheduled in-center dialysis treatment. Pre vital signs bp-149/82, pulse-101, respiration-21, temperature - 97.8. At approx 0954 dialysis was initiated with a use of treatment ended, patient given diphenhydramine 50 mg ivp(intravenous push). Patient developed shortness of breath, slurred speech and right facial droop. 911 called, patient transported to hospital via ems(emergency medical services) and later released. Patient returned to facility (B)(6) 2023, treated on optiflux 180nr dialyzer without incident. Nipro cellentia 21 added as allergy.